Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced occlusion event which led to elevated blood glucose level event on 28-jan-2026. Due to occlusion the patient's blood glucose level on (B)(6) 2026 was 441mg/dl and on (B)(6) 2026 was 448 mg/dl. The patient subsequently went to the emergency room on (B)(6) 2026 and remained for five hours due to an elevated blood glucose level. During hospitalization, the patient's blood glucose was 386mg/dl and was treated with intravenously (IV). The patient was released from the emergency room on (B)(6) 2026. The patient changed soft cannula infusion set only and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms). A query was run in the eqms on 16/apr/2026 against "lot number" "6013378" and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. Cannot be determined. No escalation required. The review confirmed that lot 6013378 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 16/apr/2026 against "lot number" criteria equal "6013378" and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. Cannot be determined. No escalation required. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013378 was manufactured according to work instruction (wi) version 79 and manufactured in the line 8, on 25/may/2025 with a total of (B)(4) units. Sub-assembly: gluing of tubing the sub-assembly, gluing of tubing of the lot 5e00714 was manufactured according to the form version 03 and manufactured in the line 03, on 20/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5e00713 was manufactured according to the form version 03 and manufactured in the line 03, on 20/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5d01203 was manufactured according to the form version 03 and manufactured in line 03, on 23/apr/2025, with a total of (B)(4) units. Review of the DHR showed that during the outgoing test 6 an extended was found for contamination in tubing in one sample in lot 6013378 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 6 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional air flow tests for the reported malfunction code occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). All test results were within specification as documented in the attached test report test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013378 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, no samples were available for analysis. Consequently, the investigation was conducted using reference samples, and no failures related to the reported complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.